Event description:
Event day was in (B)(6) 2022. Surgeon unsure whether it was our product or patient factors but his patient required readmission some days post op. Surgeon refused to provide any more details such as details of event or date due to patient confidentiality. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Unknown, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Surgeon would not provide additional information, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe unknown except readmission was required, is the patient part of a clinical study unknown, (B)(4). Device property of hospital, device in possession of none, (B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? Indications of surgery? What is the timeline of events? Does the surgeon believe that there was any alleged deficiency with the device? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2023. Additional information was requested and the following was obtained: what was the procedure? Lgs. Indications of surgery? Not available. Where were our devices used? Plee60a and gst60g (with sg) what was the reason for readmission? Surgeon would not share this information with us. Was there any issue in the initial procedure? Not that we are aware of or have been told what was done upon readmission? Surgeon will not share this information does the surgeon believe that there was any alleged deficiency with the device? Not necessarily but this is the only occasion in recent times he has had a issue that needed re admission (he uses both endo gia and echelon).